Event description:
Reporter alleged obtaining erroneously low results with the blood glucose monitoring device. Reporter stated one weekend of the low device results, their family member was taken to the hospital. Reporter did not provide values in the glucose the day of the incident but the last three values in the glucose device memory on the incident date were 36, 136, & 50 mg/dl. Reporter was unable to provide hospital reading but stated the family member was treated with an IV, contents unknown, and hospitalized for 10 days. Controls were used but one level was out of range. A request was made for the return of the suspect device and replacement product was sent.